Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the charging and communication issue was not determined. No further actions were taken to resolve the issues. It was unknown if the issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's battery was being charged pre-op on a stretcher in the hallway (where no metal was located) and the recharger showed excellent, then poor communication, and then would stop charging- this happened without moving the recharger. Hitting "try again" yielded the same result. The representative pressed cancel and restarted the recharge session and it again went to excellent connection. This happened several times and resulted in the last 10% of the ins requiring 40 minutes to top off the battery charge level. During post-op programming all electrodes showed normal impedances and they were able to increase stimulation to a level of paresthesia but when the patient was given their programmer a "settings not available" message appeared and they could decrease but couldn't increase their stimulation. The patient was not able to optimize their therapy or utilize their programmer because of this. The representative made several attempts to program around this but they had the same result. The representative was planning on meeting the patient on "2018"-jan-08. No further complications reported.